Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio = 1.9, repeat = 3.7, 2nd repeat = 2.5. Time between testing was minutes. Therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.